Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 2 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced hypoglycemia, loss of consciousness and was unable to self-treat. An ambulance was called and the customer was transported to a hospital where a blood glucose result of 1.4 mmol/l was obtained on the hcp meter and a treatment of "glucose infusion" was administered for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.